Event description:
Additional information was received. A revision procedure was performed. It was determined there was a connection issue. The lead was reinserted into the device header resolving the issue. Post procedure, normal shock impedance measurements were obtained.

Event description:
Boston scientific received information that during a follow up visit, this right ventricular lead and device displayed high out of range shock impedance measurements. A review of memory revealed no shock therapy had been delivered during the past year. This lead has previously displayed oversensing and was reconnected to a replacement device two years earlier. No further oversensing issues were reported. An internal technical service consultant was contacted for further recommendations regarding the shock impedance measurements. Further lead integrity testing and verification of the connection were recommended. No adverse patient effects were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Manufacturer narrative:
As this lead and device remain in service, no further information concerning this report is expected and our investigation is complete. This investigation will be updated should further information be provided.